Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right ventricular lead. Lead replacement was discussed. No adverse patient consequences were reported.

Event description:
New information received notes that pacing inhibition was noted on the lead due to the over-sensing, along with patient bradycardia. The lead was capped and replaced on (B)(6) 2025. No adverse patient consequences were reported.